Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) has been confirmed. Upon investigation, the trunk cable connector was physically damaged. Review of download flag data indicates that patient protection may have been affected, as the patient was receiving excessive can comm flags, suggesting that the belt was unable to stay latched to a monitor during use in the field. The root cause of the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had a damaged connector and that a patient was receiving a service code 204 (belt unusable).